Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw a "crackle and fizz" when the pump was plugged into charge. Reportedly, the customer jumped into the ocean while still connected to the pump. Contact stated the pump still functions. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.